Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, UDI#: (B)(4). Software logs were reviewed and found an import failure issue. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that the surgeon was performing l5-s1 fusion with medtronic metal/screws. The first spin automatically transferred, the post-op spin did not. The spin was manually transferred it to the navigation system. After manual transfer, surgeon was able to complete the surgery. The procedure was completed with the use of navigation. There was no delay. No known impact on patient outcome.